Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the patient received the results of 50 mg/dl and 41 mg/dl on the compact plus system compared back to back with a result of 108 mg/dl on an unspecified accu-chek system when testing was performed within 10 minutes. Reporter stated that the patient was hypoglycemic when they arrived and they treated him with oral glucose after obtaining the 50 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.